Event description:
As stated by the customer (B)(4) 2012: this is a 2000 maxi move and they were using the stretched frame when the stretcher frame bar came loose and hit resident in the head. The jib where the hanger bar attaches is missing a pin that would hold the hanger bar in place. (Cotter pin).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc (B)(4) on behalf of the MFR arjo (B)(4). Please note that while this product is no longer mfg, previous medwatch reports for this product may have been submitted for the mfg site arjo med (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo (B)(4) and any medwatch reports will be submitted under (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.